Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead displayed high impedance measurements and no sensing at .75ms. The device was programmed to vvi mode. No adverse patient effects were reported.